Manufacturer narrative:
Customer reported experiencing issues with three sensor, however all sensor serial numbers are unknown. This is an initial final report. This issue does not meet reportability criteria. However, it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported that three of his/her adc freestyle libre sensors provided low readings when compared to readings obtained on an unspecified device. Customer reported the "difference is as much as 60 points". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.